Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction that the device powered on without display was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The reported malfunction that the device failed electrical safety test was duplicated. The multi-function cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device failed electrical safety testing and powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.